Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a former user, trained by a company trainer, experienced life-threatening low blood glucose episodes while using the ilet, reported loss of clinical support from a healthcare provider, stopped using the device, and requested a return. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Customer care provided support that included communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem and no identified device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.